Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#: 4081481): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024 and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 800 pcs in process testing and 32 pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Retained sample of this batch was taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 4. Cause investigation: the plant launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant launched CAPA to trace and investigate its root cause. After the investigation, it was found that the leakage was caused by a septum abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum the following information was provided by the initial reporter: on (B)(6) 2025, a closed IV indwelling needle was successfully punctured and oozed blood after the core was removed. Replaced with another lot number, which was returned for disposal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.